Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom which was experienced during functionality testing, but this symptom was not reproduced. The device passed upstream occlusion detection testing. The unit was calibrated to ensure continued accurate occlusion detection.